Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet with a 3rd party usb wall adapter which resulted in the battery gauge fluctuating. The cause of the power source alert was not able to be determined as reportedly the issue resolved on its own and the alert cleared after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.